Event description:
It was reported that the surgeon initially requested a custom-made, wider poly due to concerns about poly rotation, with plans for a revision surgery. However, the revision was canceled as the patient has decided to postpone the surgery until further notice. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: unknown femoral component; lot# unknown. Unknown tibial component; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.